Event description:
It was reported that an alert/notification settings issue occurred. On approximately (B)(6) 2025, the patient missed an alert from the receiver when it was reading 60 mg/dl. The patient was at the emergency room at the time of the event (not related to dexcom). A bg was checked and it was 46 mg/dl. The patient was hypoglycemic and treated with IV glucose. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.